Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: olympus could not identify the foreign material. Olympus could not conclusively specify the root cause of the foreign material remained in the device. Olympus could not specify the cause of the foreign material remained in the device from the provided information. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects were present inside the nozzle. There was no patient involvement.